Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative (csr) documentation. The patient provided the following information. The product issue started the morning of (B) (6) 2010. A couple of days later, she felt tired and thirsty and had a headache. She took a non-diabetes medication for dizziness and continued her usual diabetes treatment regimen. The csr documented that the lfs meter did not power on with test strip insertion or when the power button was pressed. The csr noted that the meter battery needed to be replaced but the patient did not have a battery. This complaint is reported because the patient alleges that the lfs meter does not turn on. She claims she became thirsty after the product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.